Event description:
An initial event notification was received by united therapeutics drug safety on 30-aug-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on (B)(6) 2025. It was reported that the patient was non-responsive and admitted to the hospital. It was also reported that the patient's remunity pump was not working. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation. Although it is unclear if the remunity pump contributed to the reported event, this information is being reported out of an abundance of caution.